Event description:
It was reported that during use of the bd safety-lok¿ syringe they found 6 empty blister packs and 2 sealed packages where the needle was separated and rolling around freely.

Manufacturer narrative:
Investigation: eight fully sealed blister packs confirmed to be from batch #8307689 (p/n 309594) were received and evaluated. It was observed six of the packages were empty and two of the packages contained 3ml syringes with needles with no evidence of manipulation. In the blister packs with syringes it appeared all components were present, but the hub was detached from the syringe. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect no root cause as defect was not confirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd safety-lok¿ syringe they found 6 empty blister packs and 2 sealed packages where the needle was separated and rolling around freely.